Event description:
Procedure: donor nephrectomy. According to the report, the stapler was used for cutting of the renal vein. While using this device, the handle became stiff and when the device was removed from patient's tissue, between 200 and 500 cc's of bleeding occurred. The surgeon fixed this by applying suture and the operation was completed. The patient's status is ok.

Manufacturer narrative:
.